Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the unknown treatment is likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported via a general comment that there was resistance advancing the knot of the proglide device with the suture trimmer relative to an unspecified procedure. No additional information was provided at this time.